Event description:
It was reported that a balloon rupture occurred and the procedure was cancelled. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured due to calcified lesion during delivery. The balloon was removed from the patient's body without any problem. The procedure was cancelled due to this event. No complications were reported and there was no problem with the patient's condition post procedure.